Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, a stained end cap sticker and a scratched case.